Event description:
It was reported that, during patient use, a ventilator motor generated a loud ticking noise. Although the device did not stop cycling, the patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the returned manifold assembly, and was unable to duplicate the customer reported malfunction. The unit was attached to a test ventilator, and was tested both with and without a muffler. The noise produced by the unit was considered within acceptable levels. The customer reported malfunction was not verified.

Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the device, and confirmed the reported malfunction. The fse replaced the manifold pump assembly, which resolved the issue. The ventilator passed all tests, calibrations, and it was operating within the manufacturing specifications. The device was returned to patient use.